Manufacturer narrative:
One medfusion 3500 pump was returned for analysis with a crack at the plunger head. The device was tested by the power up process and occlusion testing. The motor issue was duplicated. The cause of the issue is related to multiple components such as worm coupling, worm gear, motor mount and the main board. Main board also had also had green super capacitor. The issue is due to normal wear of these various components and were replaced to resolve the issue. The device was also recalibrated, and it passed all functional testing.

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump displayed a motor error. There was no patient involved.